Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a carton of citranox that leaked. No reports of death or injury have been reported in connection with this event.

Manufacturer narrative:
Per customer provided pictures, the cardboard shipping carton show evidence of interior and exterior leakage. The root cause foe this event is the damaged which the bottles incurred during shipping.